Event description:
It was reported the pt experienced nausea, headache, hypertonia, increased pain, and vomiting. MRI and a pump rotor study results were "ok". A catheter dye study showed a possible kink in the catheter. The hcp noted it was unk if the system contributed to the events and the system may be possibly explanted. The drug in pump was lioresal. No outcome was reported as the event was still "in progress". A follow-up report will be submitted if additional info becomes available.